Event description:
According to a verbal report provided by a rep at the dr's office, this valve was explanted due to endocarditis and pv leak. It was replaced with sjm 25mecj-502. Add'l info has been requested.